Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a keyboard failure. The customer stated that users could not log in to dispense medication and went to another station, but there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keys of the keyboard did not function. The field service engineer checked the keys, confirming that all were working, and no issues were detected. The system functioned as intended after the field service engineer repaired the device.